Event description:
The physician reports performing cataract surgery with implantation of the li61se intraocular lens using an ez-28 delivery device. After the lens was inserted into the eye, the surgeon noticed the lens was torn. Intervention was performed in order to enlarge the incision and remove and replace the damaged lens. A second li61se was implanted successfully. Reference MDR 1119279-2010-00026.

Event description:
A customer contacted baxter's technical service center to report receiving a check supply line on the homechoice (hc) during prime. The technical service representative (tsr) had the homepatient (hp) push the spike into the supply bag and twist. The hp resumed the prime. Product surveillance followed up with the hp on (B)(6) 2010 and the hp stated that the spike was not completely connected. The hp had discarded the sample and did not remember the lot number. The hp was able to continue with therapy. The patient confirmed there was no injury or medical intervention associated with this report and they are doing well with the following treatments.

Event description:
Per the audiologist, the patient had revision surgery (date not reported) due to extrusion of the device. The results of a culture indicate the patient has a infection and is on cefuroxima antibiotics. Previously, the patient had undergone surgery (date not reported) for the removal of granulation tissue of a hematoma at the site if the implant and was placed on a preventive antibiotics, cefuroxima (duration not known).the implanted device remains at the date of this report september 25, 2009.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B) (6) 2009, there are plans to re-implant in the future at an unspecified date.

Manufacturer narrative:
(B)(4).